Manufacturer narrative:
Product analysis summary: the medial portion of the lead was returned. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an integrity warning due to high and undefined impedance values, increased counts to the sensing integrity counter (sic) and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead had fractured. The lead was explanted and replaced.